Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facs¿ sample prep assistant iii the waste line was leaking outside of instrument. The following information was provided by the initial reporter: wash station suction blocked. Additionally, the work order provided the following additional information: waste line traced from the washing station to the waste - the connector in front of the waste container is no longer continuous.

Manufacturer narrative:
H6: investigation summary: the connector in front of the waste container is no longer continuous. The connector pn: 333089 was replaced. System passed functional check. Primed performed several times. System is ok and can be used again. Fluids were contained within the system. No one was exposed to any biological hazards or bodily fluids. The instrument is operating as intended and testing without errors. Review of the DHR for serial number: x0112 and pn647205 was reviewed. The instrument met all the manufacturing specifications prior to release. Based on the investigation result, and the fse¿s report the root cause was clogged connector. H3 other text : see h.10.

Event description:
It was reported that during use with a bd facs¿ sample prep assistant iii the waste line was leaking outside of instrument. The following information was provided by the initial reporter: wash station suction blocked. Additionally, the work order provided the following additional information: waste line traced from the washing station to the waste - the connector in front of the waste container is no longer continuous.